Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Consumer reporting inserting the swab in the reagent first and then collecting the specimen from the anterior nare for qv sars otc --tss advised to flush the nose immediately and seek care if necessary swab immersed in the reagent first and then collected the specimen.

Manufacturer narrative:
Subject: consumer reporting inserting the swab in the reagent first and then collecting the specimen from the anterior nare for qv sars otc --tss advised to flush the nose immediately and seek care if necessary. Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Consumer reporting inserting the swab in the reagent first and then collecting the specimen from the anterior nare for qv sars otc --tss advised to flush the nose immediately and seek care if necessary. Swab immersed in the reagent first and then collected the specimen.